Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: updated account information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: investigation summary: flow: visual (appearance not as expected) and device interaction/functional. Visual inspection: the returned device was examined, and the distal tip was found to be stripped. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. Functional test: no functional test was able to be completed as the mating screws in question were not returned. The failure mode of will not hold is likely the result of the deformed distal tips as identified during the visual inspection. Conclusion: after a visual inspection it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, during routine checks, that the two matrixmandible/thorax screwdriver blades do not retain the screws that were a part of titanium sternal plating system field equipment set. There was no patient involvement. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown) this report is for one (1) matrixmandible/thorax screwdriver blade self retaining-medium this is report 2 of 2 for (B)(4).